Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the emergency department placed the intubation tube. After the patient was extubated, it was discovered that the membrane between the tube and the cuff had detached, causing air to leak from the cuff.

Manufacturer narrative:
D9 - date returned to mfg: 23-oct-2025. One used device was received for analysis. No anomalies were observed. In attempts to replicate clinical use the tracheal tube was inflated using an ICU medical provided syringe. It was observed that the cuff inflated, however it deflated. The cuff was inflated again and put in a water bath. A leak was observed to be coming between the base of the cuff and the main tube. Upon further inspection a channel was observed between the base of the cuff and the main tube. The customer problem of leakage was confirmed. The probable cause was due to a welding error during manufacturing in tijuana. A device history record could not be completed as no lot number was received.